Event description:
It was reported that during a colon resection, the bottom portion ripped when pulled out. Used a second device to complete the case. There were no pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.